Event description:
It was reported that the patient felt his left hand was numb. His grip was weaker and he had slurred speech. There was a question of possible weakness prior to receiving prialt, but no more details were available. The patient was referred for neurological evaluation and diagnostics. The patient was previously treated with morphine, but had no response. The patient's pump currently contains prialt. Patient treatment and outcome were not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.